Manufacturer narrative:
D10: 02-012-60-1425 - tru stem ext 14mm x 25mm: (B)(6). 02-020-13-0250 - truliant cr cem fem cr cem left sz 5: (B)(6). 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t: (B)(6). 02-022-51-5012 - truliant tib imp crc insert sz 5, 12mm: (B)(6). 02-022-51-5015 - truliant tib imp crc insert sz 5, 15mm: (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 204-70-00 - tibial stem ext. Screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was a patient underwent an initial left total knee arthroplasty. Subsequently, approximately two (2) months later, the patient experienced stiffness, pain and arthrofibrosis (10 to 80 degrees). As a result, the patient underwent a manipulation under anesthesia. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 a review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.